Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the diagonal branch. A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. The balloon was inflated at 11 atmospheres however the stent was still stuck on the balloon. Upon removal, the stent dislodged in the arm and moved to the ulnar artery. The next day, a radiologist inflated the stent against the ulnar artery wall. Another stent was then deployed in the target lesion. No further complications were reported and the patient's status was fine.